Event description:
It was reported that during ipg re- implant procedure, it was revealed that the existing lead's tail end were damaged from the previous ipg explant surgery. Patient was not consented for lead replacement. As a result, the procedure was abandoned. Ipg issue reported under reference MFR. Report# 1627487-2019-03719.